Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user¿s caregiver requested to return the ilet system and supplies because the teenager¿s frequent snacking led to fluctuating blood glucose levels and the system was not suitable for them at this time; the device was no longer being used and no further training or troubleshooting was requested. Symptoms included episodes of hypoglycemia and hyperglycemia, with cause unclear. Outcomes included insufficient information regarding the impact of the event. Customer care provided support that included communication with the user/caregiver and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.